Event description:
Drill bit broke off during the procedure and remains in the pt's femur. When they were trying to remove the tip; they fragmented it. The dr believes he caused the bit to break by his technique doing the a.r.t. Nail procedure. Surgery was delayed 2.5 hours due to problem.